Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient is in good condition.